Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with poor visibility of the leaflets. The reported slda was due to poor image resolution. The reported tissue injury appears to be due to the slda. Tissue injury listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the second clip was deployed to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. While trying to implant the second clip, it was observed that the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second was deployed to stabilize the slda clip, reducing tr to a grade of 3. A flail was observed on the septal leaflet. There was no clinically significant delay in the procedure.